Event description:
Boston scientific received information that this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. An invasive procedure was performed and it was found that the df-1 negative setscrew was loose. The setscrew was tightened which resolved the clinical observation. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead and device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.